Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The polyaxial head placement tool for matrix was made to the synthes drawing p/n 03.632.037, revision ¿k¿, released on june 14, 2011. The parts were released to the warehouse on november 11, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the polyaxial head placement tool is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. Rods are then strategically placed in the top opening of the heads and locking caps are inserted to maintain the desired rod position (technique guide j9698-d).the returned polyaxial head placement tool (6707906) was received with the positioning tip of it broken off in the region where half of it is laser welded to the outer shaft. The returned device was manufactured by (B)(4). On november 11, 2011. Drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The matrix spine technique guides state that to ensure the polyaxial head is securely attached to the bone screw, the user is to gently lift up on the placement tool and angulate the polyaxial head. Due to the lack of detail provided in the complaint description it is not possible to determine a true root cause for the complaint condition. Use of the placement tool while not fully engaged with the polyaxial head could cause the ¿blocker¿ to experience unintended forces and make it vulnerable to breakage in the area where it is laser welded to the ¿outer shaft¿ of the placement tool. Since the ¿blocker¿ is only laser welded to half of the ¿outer shaft¿ body, it is conceivable that use over time coupled with excessive off axis force on the tip contributed to this complaint. It is also possible that the ¿blocker¿ may have been lost during sterilization cycles. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing; it was discovered that a matrix polyaxial head placement tool (03.632.037 lot#6707906) was missing a piece near the tip of the instrument. The sc stated: it appears the laser weld is broken and the piece on the end has fallen out and is missing. There was no patient involvement nor a time delay reported for this complaint. This report is 1 of 1 for (B)(4).